Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During stenting of the carotid artery the nose of the stent delivery system trapped the angioguard filter, after deployment the physician had to retrieve the filter using the delivery catheter and removing the system as a unit. The age and gender of the patient is unknown. The target lesion location is the left internal carotid artery (lica). The vessel was described as tortuous with bends of 90 degrees. The physician attempted to advance a 5mm angioguard distal to the lesion but due to the tortuosity of the vessel the 5mm angioguard could not be tracked to the lesion. The arch and highly angulated common carotid caused the tip of the filter to bend and hard to cannulate the lica. This angioguard was removed and another 5mm angioguard was inserted. The distal ica, distal to the lesion had a short straight segment then was tortuous intracranially. The second 5mm angioguard was successfully placed distal to the lesion in the tortuous lica and the precise was successfully deployed. Because there was not a lot of room between the nose of the delivery catheter and the proximal marker band of the angioguard, the nose went over the distal tip and became caught and trapped the angioguard. Therefore the entire system was removed from the patient. Another angioguard was inserted and the stent was post-dilated without difficulty. The procedure was successfully completed. The patient was unharmed during the procedure.

Manufacturer narrative:
During a carotid artery stenting due to the tortuosity of the vessel, the 5mm angioguard ((B)(4)) could not be tracked to the lesion. The arch and highly angulated common carotid caused the tip of the filter to bend and it was hard to cannulate the left internal carotid artery (ica). This angioguard was removed and another 5mm angioguard ((B)(4)) was inserted. The distal ica, distal to the lesion had a short straight segment and then was tortuous intracranially. The second 5mm angioguard was successfully placed distal to the lesion in the tortuous left ica and the precise ((B)(4) /unknown lot) was successfully deployed. Because there was not a lot of room between the nose of the delivery catheter and the proximal marker band of the angioguard, the nose went over the distal tip and became caught and trapped the angioguard. Therefore the entire system was removed from the patient. Another angioguard was inserted and the stent was post-dilated without difficulty. The procedure was successfully completed. The patient was unharmed during the procedure. One non sterile unit of precise 6x30 mm was received coiled in a plastic bag. The stent was implanted and therefore was not returned. The hemovalve was open and an angioguard guide wire was stuck into the stent delivery system (sds), the basket was partially captured the sds tip. Outer sheath was kinked and accordioned at 4.3 cm from ID band. Blood was observed at hub, stop and hemovalve. No other discrepancies were found. Outer diameter (od) of the stent delivery system was measured and it was found within specification. An attempt to withdraw the angioguard was performed, resistance was found due the dry blood, after flushing the precise, the angioguard guide wire could be removed and residues of coagulated blood was observed on both the guidewire and sds. The sds was inserted into a lab sample 5fr csi introducer, resistance was found at the kinked location; however the sds went through. The cause of the kinked condition of the outer sheath, found during the product analysis, could not be conclusively determined; however it could be related to the coiled condition of the product received for analysis. With functional testing of the returned angioguard and precise delivery system, the resistance/friction was due to dried blood on the devices with no further resistance after flushing. However, based on the available information, vessel/lesion characteristics which resulted in close proximity of the precise delivery system to the angioguard contributed to the event. Review of the procedural information and the analysis of the returned devices there is no indication of any relationship to the manufacturing process; vessel characteristics and procedural factors appear to have impacted the event. Therefore, no corrective actions will be taken at this time.